Event description:
It was reported that while removing the flextome monorail cutting balloon from the protective hoop, the shaft bent. Attempts were made to straighten the shaft, however, the shaft broke. Another of the same device was used to successfully complete the procedure. No patient complications were reported, and the patient's status is unknown.